Manufacturer narrative:
UDI: (B)(4).

Event description:
After device replacement and implantation of a new ventricular lead (the existing atrial lead remains actively implanted), atrial oversensing episodes were stored in device memory.